Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® sst¿ tubes an unspecified number of samples have an oily film on the sample surface. They also reported accelerated cell degradation of samples when tested on their instruments. There was no health impact or consequences reported.

Event description:
It was reported while using bd microtainer® sst¿ tubes an unspecified number of samples have an oily film on the sample surface. They also reported accelerated cell degradation of samples when tested on their instruments. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: e.1: initial reporter country code: (B)(6). Investigation summary: material #: 365968; lot/batch #: 4159376. Bd had not received samples, but 1 photo was provided for investigation. The photo shows cuvettes with an opaque substance toward the bottom of their surface. However, the photo does not show any microtainer tubes. Therefore, 50 retention samples from bd inventory were evaluated by visual examination, checking for barrier gel characteristics, contaminating fluids and materials and no issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.